Event description:
It was reported that after predilatation was performed the 3.0 x 15 mm promus stent was implanted in the left main coronary artery to the proximal left anterior descending artery on (B)(6) 2011. On (B)(6) 2011 the patient went into sudden shock. Emergent angioplasty was performed and a complete occlusion and thrombosis of the vessel was confirmed. There was no reported malposition of the stent and the stent was confirmed to have been properly expanded on angiography and intravascular ultrasound. Balloon angioplasty and a thrombectomy were performed and blood flow was confirmed; however, there was no return of circulation and the patient expired. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported thrombosis, cardiogenic shock, and death are known adverse events listed in the promus instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.